Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a surgical procedure with a third party navigation service, navigation stopped due to a "breakout box faulted" error. The surgeon was able to proceed with surgery after switching breakout boxes with another system on site. The surgeon also requested the local representative (cc) to observe a surgical procedure on (B)(6) 2024. The cc reported that the system worked fine when using the other system's break out box. However, she did have to repeatedly turn the emitter off and on to get it to work. Troubleshooting was performed.  The site attempted to switch bobs, but this did not resolve the issue. The issue only resolved when switching the bob with another system. It was noted that the probable cause of the issue was a faulty bob. There was a reported delay to the procedure of less than one hour. Patient impact information was not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6) h2) a manufacturer representative (rep) went to the site to test the navigation system. The break out box was replaced and the system performed as intended. H3) the break out box (bob) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The returned bob was defective. When tools were inserted into the various ports, they showed in lat but they did not track. B5, and additional codes for the additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The procedure was a tumor resection, navigation was aborted, and there was no impact on patient outcome.